Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest/indicate that in addition to procedural factors (patient placed on bypass due to slow recovery of adequate ventricular flow post valve deployment), patient factors (hypotension post bav, 22.4mm x 27.3mm native annulus, moderate-severe valvular calcification) likely contributed to the moderate ar and subsequent deployment of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure with a 26mm sapien 3 valve, moderate aortic regurgitation (ar) was detected and a second valve was implanted. Per report, after balloon aortic valvuloplasty (bav) was performed, the blood pressure (bp) dropped due to aortic regurgitation (ar) and stayed around 40 mmhg. Ventricular tachycardia (vt) and ventricular fibrillation (vfib) also occurred and is was not possible to convert the patient to sinus rhythm by means of ventricular defibrillation. Cardiopulmonary resuscitation (CPR) was also started. A 26mm sapien 3 valve was quickly deployed with 22cc of volume. Post deployment aortogram did not show any significant central ar or paravalvular leak (pvl); however, the patient did not improve. The arrhythmia could not be returned to sinus, but the bp was stabilized by cardiopulmonary bypass (cpb). Moderate ar was detected and the valve was post dilated with full volume (23cc). Another aortogram was performed and still indicated moderate ar. Echo suggested eccentric ar. Per medical opinion, a valve leaflet was probably compromised by the CPR. A second sapien 3 valve was deployed within the initial valve. No marked ar was detected by aortogram or echo. The patient¿s intrinsic heart rhythm intermittently came back. After another defibrillation, the vt and vfib converted to regular rhythm with a wide qrs, potentially indicating a bundle branch block (bbb). After 1.5 hours of cpb, the patient¿s condition was believed to be stabilized. The cpb was changed to "emco". The patient was transferred to the ICU in stable condition with good bp and a heart rate at 80 bpm and narrow qrs. The pulses of both sides of dorsal pedal arteries were weak, but palpable. At the time of this report, the patient was still in a non-"consciences" state with pupil responses. The valves remain implanted in the patient. The native annulus measured 22.4mm x 27.3mm by CT with a valve area of 454.8mm2. Moderate-severe valvular calcification and no aortic root calcification was reported.

Manufacturer narrative:
Reference CAPA-20-00141.